Manufacturer narrative:
(B)(4).

Event description:
Subsequently the patient passed away. There were no allegations associated with the passing of the patient. The device was returned for analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received shocks due to atrial fibrillation with rapid ventricular response (rvr). It was noted that the patient had a monitor only (mo) zone, and the initial detection was in the mo zone, then moved up to the ventricular tachycardia (vt) zone. Technical services (ts) discussed programming options. It was noted that this would be discussed further with the physician. No adverse patient effects were reported.